Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for multiple transmitters. No patient harm or injury was reported. Investigation summary: the customer was on the phone with clinical information technical support (cits) at the time of the incident. Cits uploaded waveforms for the time of the incident. The customer did not reply to follow up attempts. As such, the root cause is undetermined. Further information required from customer was not sent as requested.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. No harm or injury was reported.